Event description:
The user facility reported leakage on the device used during a tace procedure. Follow-up communications with the user facility confirmed the following information: it was reported: leaking around the wire, valve defective; there was 10ml of blood loss, no transfusion was required; the procedure was completed; there was no patient impact, patient was fine.

Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that 10ml of blood loss did occur. (B)(6). The involved device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Visual inspection of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies. In addition, functional testing confirmed the products met manufacturing specification. A review of the DHR files confirmed that this lot number/product code combination confirmed that there were no indications of production related problems. A review of the complaint files confirmed that this lot number/product code combination has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Device not returned.